Event description:
It was reported that post the supraventricular tachycardia (svt) procedure, the patient developed a small pericardial effusion that required a pericardiocentesis in which 350cc were retrieved. The patient was stable and was observed overnight. The physician stated that he thinks the right ventricle catheter ¿knicked something when he removed it at the end of the procedure." Upon request, the bwi field representative provided additional information on the event. The procedure was an svt study that lead to a diagnosis of atrioventricular nodal reentrant tachycardia (avnrt). The event was not life threatening. The event did not result in any impairment or damage of a body structure. After a few minutes after the physician took out the catheters, the patient said they were not feeling well. An echo was then ordered. It was then determined that the patient had a pericardial effusion. The patient required a pericardiocentesis. The event required overnight hospitalization stay. The patient fully recovered. The prognosis for the patient is that the patient is fine. The physician¿s opinion regarding the causality of adverse event is that it was procedure related. The physician¿s opinion is that the tamponade occurred as the right ventricle was nicked with the webster 4 pole with/auto ID catheter on the way out. There were no other factors that might have contributed to the tamponade. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. It is unknown how many ablation applications were delivered to the patient before the event. The rf generator was set to ¿temperature-control¿ mode. The power setting was unknown. The patient did not receive any anticoagulation in the procedure.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and verifies that the 16 devices were sent and manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Webster 8 pole catheter: model #: d-1086-581-s, lot #: 13000420. (B)(4).